Event description:
Device malfunction: device stuck and distal shaft deformed. Symptoms/ae: hematoma (> 6cm). Time of device malfunction and ae: during vessel closure. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after a diagnostic procedure. Reportedly, the physician could not complete step 3 (thumb advancer step) and the device became stuck in the patient's anatomy. The device was removed using counter-tension. Hemostasis was achieved using manual compression. After the device was removed it was noted that under the peel away sheath the distal shaft was found to be bent. The patient developed a hematoma (> 6 cm), which was treated using pressure wrapping. There were no other adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.